Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the paramedics were called to treat a low blood glucose. Customer refused to be transported to hospital. Customer stated that he should have gone to hospital because he discovered he had a dislocated rib. The blood glucose reading at the time of the event was 24 mg/dl. Nothing further reported.